Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, chemotherapy around time of implant placement, inadequate bone quality/quantity, mobility ((B)(6) are same patient).